Manufacturer narrative:
Product development investigation was completed. The visual inspection confirmed that the tip of the screwdriver shaft was broken; the broken fragment was not returned. The review of the production history revealed that this device was manufactured in june 2016 per the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformance reported. The hardness parameters were checked and found to comply with the specifications. In addition, these instruments are subjected to a 100% control before they leave the manufacturing facility. No manufacturing related issue that would have contributed to this complaint were found. No definitive root cause could be determined; however, the mode of failure is consistent with an increased force during use. No product related issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Contact title is unknown. Telephone number is (B)(6). Manufacturing location: (B)(4). Manufacturing date: 08. June 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the operation the screwdriver was anchored in the screw and that the screwdriver was broken. This is all information we have so far. The surgery was delayed 30 minutes. Patient status stable, good condition. Fragments were generated but easily removed. No other medical intervention needed. Concomitant reported part: 1x screw unknown, part unknown, lot unknown. This is report 1 of 1 for (B)(4).